Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter: address unavailable. Bd corporate address used. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 7033558. Medical device expiration date: 11/30/2017. Device manufacture date: 02/02/2017. " bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes overfilled.